Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the previous physician using sutures to try to correct the auto inflation issue. It was noted that the pump could not be pumped. The ipp was explanted and replaced. There were no patient complications reported.